Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) with stent implantation the stent moved on the balloon. The 2.25 x 32 mm promus element stent moved on the balloon during preparation. Another promus element stent was used to complete the procedure. The patient remained stable and no complication was reported.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) with stent implantation the stent moved on the balloon. The 2.25x32mm promus element stent moved on the balloon during preparation. Another promus element stent was used to complete the procedure. The patient remained stable and no complication was reported.

Manufacturer narrative:
Device evaluated by MFR: the stent was returned damaged and had stretched out towards the tip of the device from about the middle of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube had kinked approximately 140mm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).